Event description:
It was reported that after a da vinci-assisted surgical procedure, that the jaw of the maryland bipolar forceps instrument was discovered to be broken. There were no reports of patient injury. Intuitive has received the following additional information via follow up: the instrument did not collide with any other instrument or tools during procedure. The incident did not involve a fragment falling inside of the patient's anatomy.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The single-port (sp) maryland bipolar forceps instrument was analyzed and with a dislodged proximal clevis. No missing material was observed. The instrument also passed electrical continuity test.